Event description:
In 2008, boston scientific corporation was informed that during a procedure, the resolution clipping device clip would not release from the delivery system. Another of the same device was used to complete the procedure without any pt complications. Pt is in "good condition". Note: this complaint is the third one of three devices used in same procedure. Please refer to MFR #'s 3005099803-2008-06493, 3005099803-2008-06492 for other related reports.